Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material # 309653; batch # 4143043. It was reported by customer that the male tip of a 50ml syringe broke off when I was disconnecting it from the optia kit after adding anticoagulant to the collection bag. Verbatim: rcc received a complaint via email. Email(s) attached. The male tip of a 50ml syringe broke off when I was disconnecting it from the optia kit after adding anticoagulant to the collection bag. After speaking with other aph rn¿s this exact scenario has happened at least three other times no patient impact in this scenario.

Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported the male tip of a 50ml syringe broke off when disconnecting it from the optia kit. To aid in the investigation, one sample with no packaging blister was received for evaluation by our quality team. A visual inspection was performed and the syringe barrel luer tip has been broken off. No other defects or imperfections were observed. Previous investigations have determined that when applying excessive torque to the syringe the barrel luer tip breaks off. A device history record review was completed for provided material number 309653, lot 4143043. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.